Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, ventricular oversensing was observed, suspected to be due to lead damage. Externalized conductors were noted. The lead was explanted and replaced during device change out due to normal eri. No consequences were reported.

Event description:
New information received indicated that the lead was implanted in 2006. The exact date is unknown.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 25.3-25.5cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to external insulation abrasion were noted at 7.0-9.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 11.0-12.6cm from the distal tip. The etfe coating was intact at these locations. The proximal end of the inner coil was noted to be fractured due to fatigue. This fracture is consistent with the field observation of noise.